Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bruising .there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removal of the lv due for the skin irritation. Follow up indicated that the skin irritation improved.